Manufacturer narrative:
(B)(4). Stent: resolute onyx, 2.75x28 mm synergy, scaffold: 2.5 x 12 mm absorb gt1. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and aneurysm, as listed in the absorb gt1 instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 2.5 x 12 mm absorb gt1 absorb gt1 is being filed under a separate medwatch report.

Event description:
It was reported that the procedure at the hospital (B)(6) on (B)(6) 2016 was to treat a long lesion in the left anterior descending (lad) artery with 80% stenosis. A non-abbott stent had been implanted in a previous procedure. Multiple pre-dilatations were done, reducing the stenosis to less than 40%. A 2.5 x 28 mm absorb gt1 scaffold was implanted distally and a 2.5 x 12 mm absorb gt1 scaffold was implanted proximally with a partial overlap. A 2.75 x 28 mm non-abbott stent was implanted with a partial overlap of the scaffold and the previously implanted stent. Multiple post-dilatations were done with a good final result. On (B)(6) 2017, the patient went to (B)(6) hospital due to chest pain. A cd-rom of the procedure performed at the hospital (B)(6) showed the non-abbott stent implant had closed the diagonal. Therefore coronary angiography and an optical coherence tomography (oct) was done, at which time a series of aneurysms in the portion of the vessel treated with the two scaffolds and one of the stents. Oct showed that the scaffolds were already dissolved in some portions. No intervention was performed to treat the aneurysms. The patient is currently on dual antiplatelet drug therapy (dapt) with brilique. After one year of therapy, the patient will continue to take plavix. No additional information was provided.